Event description:
The pt was diagnosed with posterior arthrodesis l5, s1. The doctor implanted the collar and closed the incision. The pt was brought in for final x-rays and the doctor noticed the fractured collar. The incision was reopened, the pieces removed a new collar was implanted.